Event description:
A customer contacted baxter (B)(4) that air came in the tubing during prime although the heparine-line was closed. There was no patient involved. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).